Event description:
It was reported that this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in an alert in the remote home monitoring system. Additionally, the crt-d stored a signal artifact monitor (sam) episode due to oversensing of the respiratory rate trend (rrt) signal on the ra channel. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in an alert in the remote home monitoring system. Additionally, the crt-d stored a signal artifact monitor (sam) episode due to oversensing of the respiratory rate trend (rrt) signal on the ra channel. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this ra lead exhibited out of range intrinsic amplitude measurements. Additionally, review of the most recent right ventricular automatic threshold (rvat) test electrogram (egm) and some atrial tachy response (atr) egms noted possible intermittent ra loss of capture (loc). All stored atr egms also showed noise and oversensing on the atrial egm. Further review recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.